Event description:
It was reported that the physician implanted a finesse patch for an endarterectomy closure that was necessary proximally from the distal anastomosis after a femoral-popliteal bypass with a vein graft. The pt suffered an infection after he was discharged from the hospital. A wound vac (vacuum assisted closure) system was used to treat the infection locally. The vac treatment was changed daily by a nurse at home. The pt expired 10 days post surgery. An autopsy was performed on the pt, at which time the physician reported that he examined the patch and found that the anastomosis was intact, however, a transverse cut of half a centimeter was present on the patch.

Manufacturer narrative:
Being investigated. A letter has been sent to the hospital in an effort to obtain any additional info that may be available to us. The pt expired 10 days post surgery. (B)(4).